Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe enteral 5ml bns contained foreign matter. Verbatim: complaint via email. Email(s) attached. Please see the new complaint received for the following product. Please provide the resolution and correction to rectify this issue. P/n 305856, 305858, 305862. Lot unknown. Qty 5 patient injury no reportable no sample yes complaint desc: we encountered something very concerning with a syringe last weekend (I am just learning about it now). Inside the tip, there was a small shard of what appears to be plastic. Fortunately, one of our technicians noticed this before drawing up a feed. As you can imagine this would have been incredibly concerning if it was fed to a baby. Customer response on 15-may-2026. For pr 15044590: 1. Can you please provide an exact date of event in format mm-dd-yyyy? 03-15-2026, 03-26-2026 2. Could you kindly provide the total number of occurrences? 1 occurrence (only 1 sample received).